Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The mother reported via phone call that the customer had air bubbles in the reservoir and tubing. The customer's blood glucose was unknown at the time of incident. The mother stated the air bubbles were an inch long in size. The mother also reported the insulin pump was not rewound with the reservoir in place to create air bubbles. The mother also reported changing the reservoir when the insulin was cold. The mother was advised against this practice. The reservoir will not be returned for analysis.